Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not lock properly onto a transfer set. This was noted during set-up of peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.